Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited out of range pace impedance measurements and oversensing. The system remains in service. No adverse patient effects were reported.